Manufacturer narrative:
(B)(4). Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if dianeal therapy was ongoing up until the time of death and it was not reported if therapy was being performed with a baxter healthcare device and/or baxter healthcare solutions at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date, the patient passed away. Should additional relevant information become available, a supplemental report will be submitted.